Event description:
It was reported that on or about (B)(6) 2006 the plaintiff was implanted with "ams pelvic mesh products, that being sparc, to treat pelvic organ prolapse and/or urinary incontinence." The plaintiff's attorney alleges that "products have caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering, as well as economic losses." Allegedly the "plaintiff began experiencing bowel problems, infections, pain, pain with sexual intercourse known as dyspareunia, and urinary problems some time after implant" and "plaintiff suffered, and continues to suffer, serious bodily injury and harm." The plaintiff's attorney further alleges that the plaintiff "continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.